Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device via email. The customer received unspecified low readings obtained on the adc device and presented at a hospital. It is unknown whether the customer noted a trend arrow on the device. Due to the customer's reported pre-existing serious stomach/intestinal problems, a comparison reading on a blood glucose meter was not possible. As a result, the customer received healthcare professional (hcp) administration of intravenous glucose for treatment. The customer then experienced hyperglycemia and was admitted to the intensive care unit, where a reading of 55 mg/dl on the adc device was compared to a reading of > 1000 mg/dl on an hcp meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It is unknown whether these comparison readings were obtained within 10 minutes. The customer received unspecified treatment from an hcp for the diagnosis of hyperglycemia. The customer was hospitalized for an unspecified amount of time. There was no report of death or permanent injury associated with this event.